Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin flow blocked. Customer's blood glucose was unknown at time of incident. Customer reports they are unable to troubleshoot at time of call. Customer reports alarm did not occur during fill tubing. Customer advised to monitor the pump and call back if issue continues. Product will not be return for analysis.